Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry and with clear surgical residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -11.50/5.0/063 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Excessive vault and significant reduction of endothelial cell count or significant endothelial cell loss was observed. The lens remains implanted. Additional information has been requested but none has been forthcoming.if additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of -11.5/5.0/63 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. Excessive vault and significant reduction of endothelial cell count was observed. On 03/01/2019 the lens was exchanged for a shorter length lens. This exchange resolved the problem. Patient code 3191: secondary surgery, lens exchange, significant reduction of endothelial cell count. Claim#: (B)(4).